Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response button was non-functional. The cause of the failure was a contaminated switch.   The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor's response buttons were not able to activate the device.